Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 454 mg/dl. The customer stated that the pump is stuck in the rewind loop. The customer was assisted with trouble shooting and was able to fill the tubing process successfully while getting the pump out of rewind. The pump works as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.